Manufacturer narrative:
The insulin pump was received with intermittent button response then no button response on the up arrow button due to corroded keypad traces also, unable to perform the prime test, occlusion test and excessive no delivery test due to no button response. No unexpected numbers ramping noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. The stop idle current and run current measurement tests are within specification also, passed off no power alarm test. The suspend feature functioned properly during testing. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was 17 mg/dl. Customer's blood glucose at time of call was 151 mg/dl. Customer was off the device for less than 48 hours prior to the hospitalization. Customer mentioned the device was running numbers without any button press. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.